Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain. On 11-jan-2016 it was reported that on (B)(6) 2015 the pump incision came open again. The patient had a staph infection again and surgery was done on (B)(6) 2015. They again took the pump out, cleaned it off, cleaned out the incision, put the pump back in, and sewed it up. The symptoms of infection were redness, drainage, and incisional wound opening. The incision came open "maybe half way" and it was draining from the right side again, but there was no blood. It was red and there was drainage; the patient knew it wasn't right. The patient had already had the stitches taken out; it popped open suddenly. The patient was treated with both oral and intravenous antibiotics. The patient had been fine since and loved the pump therapy. The healthcare professional checked it every time it was refilled. It was noted that the catheter incision closed up beautifully. The infection was resolved. The diagnostics performed and the cause of the recurrent infections was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For prior event see manufacturer's report # 3004209178-2016-01370.